Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that an asymptomatic patient presented via remote transmission. Upon review, the device exhibited loss of capture resulting in far r wave oversensing leading to auto mode switch episodes.

Event description:
New information states that no intervention was performed.